Event description:
Per the clinic, zig-zag impedances pattern were noted and the patient reportedly not able to hear well with the device. Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.